Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal pump screen went blank and a question mark was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) exchanged the suspect centrifugal pump with a loaner and will be returning the suspect centrifugal pump to the manufacturer for evaluation.